Manufacturer narrative:
The facility installed a power resistor to repair the bed.

Event description:
Alleged the bed sparked when he plugged it into the outlet. He stated that he didn't know if a pt had been in the bed and was not aware of any injuries.